Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was high and a correction bolus was delivered to address the high bg level. After the alarm, the customer changed cartridge, infusion tubing and site.